Manufacturer narrative:
Submit date: 3/1/2017. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
Customer reported: it was noted that around 0400 there was not enough formula remaining to feed patient until 1200, when the next 24 hr volume would be delivered to the unit. It is suspected that the patient was receiving more volume per hour then the 22 ml/hr that the pump was programmed for. Pump was removed from service and a new pump was ordered and feed was restarted. There was no patient harm.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of the unit is over delivered. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.